Manufacturer narrative:
The previous MDR was submitted by cook inc. Under manufacturer report reference# 1820334-2019-00093. Additional information provided determined that this device was manufactured by william cook europe. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 3002808486-2019-00386. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 h6) appropriate term/code not available (3191) selected for "tilt." Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿pe, dvt, vc perforation, unable to retrieve, tilt, sob, fatigue, pain, gastric issues" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain and shortness of breath are directly related to the filter. Unknown if the reported dvt, fatigue, and gastric issues are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the internal jugular vein due to multiple pulmonary embolisms and deep vein thrombosis. Patient alleges tilt, vena cava perforation, device unable to be retrieved. Patient stated that the "device failed and clots are still travelling to my lungs requiring surgical intervention. Shortness of breath, fatigue and tire easy. Stomach cramping, indigestion and numerous gastric issues. Groin pain that causes pain when I sit or stand for lengthy times." Per CT, (B)(6) 2018: "ivc filter is present, with abnormal right lateral tilting, 13 degrees, with filter apex in contact with the right lateral caval wall. The filter is low in positioning. No evidence of filter struts breakage. Filter struts extend beyond the wall of the filter without evidence of perforation into adjacent aorta. The third portion of the duodenum immediately abuts the ivc making assessment for involvement of duodenum by filter struts perforation difficult. No evidence of ivc stenosis.